Event description:
It was reported that the patient observed alarms when changing positions. Alarms has occurred multiple times over the past several days. Hospital staff were unable to see alarm message on system controller screen, and no alarms noted on interrogation. Patient has significant portion of driveline covered with rescue tape. Patient was asymptomatic, mean arterial pressure (map) was stable, and no other concerns. Technical services reviewed the submitted log files which showed a few higher powers and flows. The cause of the elevated pump power was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage was not able to be confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. Intermittent elevations in pump power were confirmed via the submitted log file data. The report of an unspecified alarm was not able to be confirmed through this investigation. The submitted log file contained data spanning from 31dec2020 at 23:34:46 to 03feb2021 at 09:31:11, per the timestamp. Throughout the log file the device operated above the low speed limit and no notable alarms were captured. Intermittent elevations in pump power were captured on 04jan2021 and 05jan2021. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii left ventricular assist system instructions for use (rev. H) explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2008. No further information was provided. The manufacturer is closing the file on this event.